Manufacturer narrative:
Authors: katsuhisa waseda, md, phd; junya ako, md, phd; teruyoshi kume, md, phd; peter j. Fitzgerald, md, phd; yasuhiro honda, md journal name: the journal of invasive cardiology year: 2016 issue: 8 title: characteristics of late-acquired incomplete stent apposition: a comparison with first-generation and second-generation drug-eluting stents.

Event description:
The aim of the study was to investigate the morphometric parameters of late-acquired incomplete stent apposition (isa) following the use of various stents, including resolute zotarolimus-eluting stent (zes). Resolute zotarolimus-eluting stents were used to treat lesions in the rca and lad. Ivus follow-up was prospectively scheduled at 6-9 months regardless of symptoms as part of the clinical research protocols, with confirmation of late acquired isa through comparative serial ivus interrogation. For the resolute zotarolimus-eluting stent, tissue regression, stent recoil and vessel expansion contributed to the mechanism for late acquired isa. Stent recoil was observed in 1 resolute zotarolimus-eluting stent case. Target-lesion revascularization (tlr) was observed in 1 resolute zotarolimus-eluting stent case up to 3 years.